Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pt again received a shock while in the lab at school, like before. Caller states it happened last week (unk date) and pt had 3 shocks, almost passed out and the school demanded that the pt go to ed (emergency dept) by ambulance. While at the ed the pt was tachycardia and was eventually fine and released. This new record is to note that the pt stated that their ins was at 70% before this shocking issue occurred last week and was subsequently depleted when they checked after the issue occurred. Technical services specialist (tss) reviewed electromagnetic interference (emi) and information for prescribers (ifp), caller has ifp. Tss reviewed checking impedances as it is possible this is the result of an intermittent short.

Manufacturer narrative:
H6 corrections: removed ime: e0119, corrected to: e2401. Corrected d12 to d14, added imf: f22. Section e should still be as set forth in the initial report, not 'unknown' as sent in previous supplemental report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event. Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member and a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was in college and while in one of their science labs, they walked by a magnet (unknown exactly what type of magnet or equipment), and they felt a jolt. After this occurred, the patient noticed a sign notifying people of the magnet and that if they had an implanted device, they should not go by the magnet. The caller was not with the patient. Electromagnetic field device recommendations were reviewed with the caller and the patient's mother, who was conferenced on the line. The patient's mother said the patient was fine afterwards.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative. It was reported that the pt again received a shock while in the lab at school, like before. Caller states it happened last week (unk date) and pt had 3 shocks, almost passed out and the school demanded that the pt go to ed (emergency dept) by ambulance. While at the ed the pt was tachycardia and was eventually fine and released. This new record is to note that the pt stated that their ins was at 70% before this shocking issue occurred last week and was subsequently depleted when they checked after the issue occurred. Technical services specialist (tss) reviewed emi and ifp, caller has ifp. Tss reviewed checking impedances as it is possible this is the result of an intermittent short.